Event description:
The event involved a chemoclave® vented bag spike. The customer reported that the device's air vent did not function and that when the device was used with a pp bottle of chemotherapy, it could not infuse smoothly. There was no physical damage noted on the device. Although there was patient involvement, there was no delay in critical therapy and no harm reported. This report reflects the first of three events reported. Upon examination of the used return device, it was observed to be inserted into a semi-rigid IV bottle chemotherapy (labeled as either paclitaxel or docetalex) as received after transport. The filter vent cap was opened and it was visually identified that the filter vent had been wetted out. The used return device was removed from the semi-rigid infusion bottle, then primed and functionally pressure leak tested. The filter vent leaked on the used return device.

Manufacturer narrative:
The following items were sent by the customer for investigation: one used list # ch-14, chemoclave® vented bag spike; lot # 5877649. One used list # unknown, 5% glucose injection 250ml semi-rigid bottle; lot # 123a49c. Unknown chemotherapy drug solution residuals were observed in the used list # ch-14 device and the used mating device. Upon examination of the used return device, it was observed to be inserted into a semi-rigid IV chemotherapy bottle (labeled as either paclitaxel or docetalex) as received after transit. The filter vent cap was opened and it was visually identified that the filter vent had been wetted out. The used return device was removed from the semi-rigid infusion bottle, then primed and functionally pressure leak tested. The filter vent leaked on the used return device which can result in erratic flow during infusion. There were no other leaks observed. The filter vent did not have any visual holes, tears, or other damage that would have been related to assembly or manufacturing. The probable cause of the leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.